Event description:
The customer reported that the right side panel of the canopy had zipper damage. The zipper teeth were missing. The damage was observed while in use with a pt. There was no pt injury reported.

Manufacturer narrative:
The customer did not return the product for eval. The customer also did not provide the serial number for the canopy. No further investigation could be performed. (B)(4).